Event description:
The device could not be interrogated. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.